Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) after checking at the user's site, it was confirmed that the fault was caused by the machine forgetting to charge and the chassis and frame not being properly connected. After re-plugging the chassis, the equipment returned to normal. The factory-specified tests were performed and all passed, meeting the clinical use requirements and delivered to the customer for use. The machine itself has no faults and no fault log.

Event description:
N/a

Manufacturer narrative:
Due to characters limitation in e1. Full event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) was unable to be turned on prior to usage, but it was still unable to be turned on once ac power was attached. When the chassis was unplugged and connected to ac power, the machine functioned normally after it was reconnected. There was no patient involved.